Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when attempting a 2d or a 3d spin, a whistle like sound comes from the generator and no image can be seen. Error 15 also appears on the system's application on the remote desktop. No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries needed to be replaced. Once the batteries were replaced, the issue was resolved. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis completed, initial reporter information updated, and coding updated.